Event description:
The Duodeno video scope was returned to the service center for an unrelated issue. However, MDR reportable failures were found during testing at the service center. During inspection of the device, It was noted that there was foreign material in the channel. There was no patient involvement.

Manufacturer narrative:
This MDR was submitted during the system outage from July 22, 2026 to July 27, 2026 which may result in a delay of receipt of all of the acknowledgementsThe device was returned for evaluation.A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction:A probable cause could not be providedShould additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.